Event description:
While AED was attached to pt, machine completely shorted out and shut down after 1st shock was delivered. Battery was changed, machine still inoperable. Paramedics arrived, switched to their machine and continued to shock.